Event description:
It was reported by service report that the left head caster wheel was delaminated, the footboard worked intermittently, and the power inlet/power supply was broken. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power inlet, footboard cable.